Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event is no longer considered a serious injury or malfunction. Intervention required no longer applies see regulatory report #3004209178-2018-04511 for the event regarding to the leak and symptoms. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) on 2018-mar-06. It was reported that the pump alarm and leaking were first noticed ¿intermittently since pump placement.¿ there was no pump alarm. There was variable pain control with intermittent withdrawals and withdrawal symptoms, and swelling around the pump. The cause of the leaking was noted as the ¿connector between connection piece and tubing.¿ the pump was replaced on (B)(4) 2018. There were no further complications reported/anticipated. Additional review determined the issues related to the leak and symptoms were also reported in regulatory report # 3004209178-2018-04511, any and all information related to the event will be reported under that regulatory report #. Information regarding the patient's previous pump alarming will remain in this file, but is not considered a reportable malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable drug infusion device. The drug being delivered was morphine and ritalin, with an unknown dose and concentration. The reason for use was failed back surgery syndrome and non-malignant pain. It was reported that there was trouble with the last pump. The patient has been in withdrawals in the past. The patient had experienced 5-6 previous withdrawals, but did not know any information regarding drug information or event dates for the withdrawals because it¿s ¿been awhile.¿ the caller only reported that the previous healthcare professional (hcp) went on a ¿drug holiday,¿ turned the patient¿s setting ¿really low,¿ and the hcp left the country. ¿the only other doctor that gave him medication he takes besides blood pressure, fell, and it didn¿t work.¿ the caller reported that the drug was ritalin and the patient went through ritalin and morphine withdrawal. During the call, the consumer referred to withdrawals as ¿low pump syndrome.¿ the caller reported that it was ¿puffy around the last pump.¿ it was also reported that the previous pump alarmed. ¿for a year, that pump was hugely, my husband is so scrawny, you wouldn¿t believe it, it was hugely bloated around it, and when he replaced it, he told me that thing was leaking, and maybe that¿s why he was feeling so awful for the past year, and he said he never noticed it, but that¿s not true, because my husband had been in to see him and told me that he specifically asked him about why it was so puffy, because its leaking all around it, so all of his medication was dripping out, around the pump.¿ later on in the call, the caller said that it¿s been two years in (B)(6) since this happened. They replaced the pump in (B)(6), ¿in you could see it for a long time for the previous pump.¿ caller said that it turned out ¿it was leaking around the shunt.¿ the caller noted that was ¿never replaced since he had the pump put in.¿there were no further complications reported/anticipated.